Event description:
It was reported that the right ventricular (rv) lead had decreased sensing and an increased capture threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had decreased sensing and an increased capture threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The lead was returned with extrinsic breach-cut at the anchoring sleeve location and with a considerable amount of dried blood on the proximal conductor. The nature of the cuts (both horizontal and vertical) and the amount of blood indicates that the damage likely occurred during the implant, and is likely the reason for the decreased sensing/increased capture threshold mentioned in the event. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
(B)(4).